Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) was used. The procedure went well and the closure device was successfully implanted in the laa of the patient. Post procedure, the patient coded and cardiopulmonary resuscitation (CPR) was performed and life saving efforts were made. The patient recovered and was admitted to the hospital alive. Four days post procedure, the patient passed away of an unknown cause. The closure device was imaged inside the patient and it did not appear to have any issues and looked fine. It was further reported that the patient had a significant history of esophageal cancer and airway issues. It is believed that the patient began to bleed from the airway. The patient was deemed brain-dead and removed from life support, and consequently passed away. No bleeding was noted during the procedure. The bleeding was noted as the patient was being moved from the operating table to the bed, and then the patient coded and resuscitative efforts were initiated. The patient coded for approximately 30-40 minutes. The patient coded and the airway issue was noted immediately after the completion of the procedure. They were not discharged home. The physician felt that the patients death was not related to the watchman implant.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) was used. The procedure went well and the closure device was successfully implanted in the laa of the patient. Post procedure, the patient coded and cardiopulmonary resuscitation (CPR) was performed and life saving efforts were made. The patient recovered and was admitted to the hospital alive. Four days post procedure, the patient passed away of an unknown cause. The closure device was imaged inside the patient and it did not appear to have any issues and looked fine.